Event description:
During surgery, the doctor attached the lateral distractor on matrix5.6 screw to remove the disk. During removal of the disk at l4 and l5, the doctor took the distracter out and put on the operation desk, the knob of the distracter was broken down. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. The thumb wheel screw sheared off in the thumb screw assembly. The fracture surface is homogenous which indicate material conformity. The cause of failure is not due to any manufacturing non-conformances. A review of the device history record did not show conditions that could have contributed to the reported event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). Placeholder.